Manufacturer narrative:
On 28-apr-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an watchman laao (left atrial appendage occlusion) ablation procedure with nuvision ice catheter, 10f and the catheter was overheating and stopped working. The medical team exchanged the catheter. The procedure continued. No further details were provided regarding the circumstances of the overheating or completion of the procedure. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, ultrasound recognition and temperature test were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The device was connected to an ultrasound console, and it was recognized and visualized correctly. No errors were observed. In addition, the device was connected to the ultrasound console for an hour approximate and no issues were found, the temperature of the device was observed within specifications. The temperature issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: the maximum allowable probe surface temperature is 43°c. The ge ultrasound system continuously monitors the probe surface temperature from a thermistor located within the tip of the probe. If necessary, the system will adjust energy delivery to the transducer to assure the probe surface temperature never exceeds 43° c. A manufacturing record evaluation was performed for the finished device number lot 31424340l and no internal action related to the complaint was found during the review. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an watchman laao (left atrial appendage occlusion) ablation procedure with nuvision ice catheter, 10f and the catheter was overheating and stopped working. The medical team exchanged the catheter. The procedure continued. No further details were provided regarding the circumstances of the overheating or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).